Manufacturer narrative:
H3, h6) the product ID: 9736405, lot number: 1839d00340, returned to the manufacturer for analysis. In summary, no faults were found. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. Codes b01, c19 and d14 are applicable. H3, h6) the system was serviced in the field. In summary, a new solid-state drive (ssd) resolved the issue. Codes b01, c07, and d02 are applicable. H3, h6) the product ID: 9735991 was returned to the manufacturer unused and is no longer considered a part of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that the system was having issues mounting the software installation compact disc (cd). When the cd was inserted, the system prompted the user to wait 10 seconds for the cd to mount. However, after several minutes, the cd wouldn't mount and the message persisted. There was troubleshooting present. It was reported, that the manufacturer representative (rep) attempted to mount the cd via an external cd drive and attempted to mount a second set of software cds external cd drive and the system cd drive, but it did not resolve the issue. The rep restarted the system and attempted to mount a second set of software cds, but it did not resolve the issue. The rep attempted to mount the cd via "thunar" command, but it did not resolve issue. The rep attempted to mount the cd via "cdrom" mount, but it did not resolve issue. The rep swapped the solid-state drive (ssd) and attempted to mount the cd via the system's cd drive, but the issue persisted. There was no patient involvement. Additional information was received. It was reported, that the issue persisted after replacing the computer and testing with a different solid-state drive (ssd). A tools disk was attempted to be loaded and the system displayed a pop-up message, stating the disk was not medtronic software. The date and time on the system was approximately 100 years in the future and it was corrected. The ears, nose and throat (ent) license was then able to be loaded. The system was then shut down and the original ssd was swapped back with operating system (os) 2.0.3 that had been used with data migration. It was confirmed, that the ent license appeared under "applications" and then "places". Disk 1 of application, version 2.1 was attempted to be mounted, but it was reported, that it would not appear under "places". The green light appeared on the cd drive every time and had flickered then disappeared, prior to checking in "places". The disk was removed and cleaned and the cd was then able to be mounted and installation was able to be initialized. Additionally, the manufacturer representative (rep), had three separate sets of discs. The rep loaded disc 1 of each set and there was an error message that read "error copying file, application will exit". The rep loaded disc 1 of each set onto an external cd drive and the issue persisted. The rep loaded the navigation application's merge onto an external cd drive. The cd mounted, but in file explorer, it read "application 2.1.". The rep clicked into the file and was prompted to install application 2.1.. The rep, then restarted system and upon restart, the rep noted, that the navigation's application merge license wasn't mounting and not visible in file explorer. Additional troubleshooting was performed. It was reported, that when booting up the system, it was booting up to the "linux" start up script. The rep was at the site replacing what technical serviced (ts) understood to be the cd drive. And it was stated, that the system was ¿booting up fine" after replacing the part, but now the rep was unable to move past the script. The rep had tried to reboot system and a hard reboot was performed with no resolution. Ts had the rep remove the back panel and there was no communication from the router to the computer (no green or amber light on ethernet port on the computer). Ts had the rep verify all connections. And try a new ethernet cable from router to computer with no resolution. While troubleshooting, the rep stated, it was the computer that was replaced and not the cd drive. The rep also stated, that they put the old ssd back in. Ts asked, cs to put in the ssd for os 2.0.3., once the rep put in the ssd for os 2.0.3, the system booted up as expected. The rep then stated, that they could not load any cds and was unable to load the application software different application 2.1 discs, external cd drive and other license cds were attempted, but the issue was not resolved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product: 9735991, serial/lot#: unknown and product: 9736405, serial/lot#: unknown. H6: the product: 9735991, serial/lot#: unknown. Has not returned to the manufacturer for analysis. Codes b17, c20 and d15 are applicable. H6: the product: 9736405, serial/lot#: unknown was returned to the manufacturer and is pending analysis. Codes b21, c21 and d16 are applicable. H6: multiple annex a codes were applied to capture this event. A1102 captures the error messages and script received and a13 captures the software installation issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.